Event description:
A (B)(6) female pt underwent aaa repair on (B)(6) 2010. The pt was not suitable for endovascular repair because the aneurysm was bent 90 degrees. During angiography, there was a type I endoleak. The physician decided that the sealing was too weak, so he placed an additional leg. After placing the additional leg, it was covered until the pt's contralateral iliac artery. The physician tried to push up the leg by ballooning, but it could not be pushed up. Also the ipsilateral iliac artery was occluded as the iliac leg was placed until the external iliac artery (1820334-2010-00500). Due to occlusion, the pt was kept under observation. Type I endoleak was resolved.

Manufacturer narrative:
(B)(4). No product or images were returned to assist in the investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines, the importance of an accurate deployment. Per the IFU, the device is indicated for pts with an infrarenal neck proximal to the aneurysm with an angle less than 60 degrees relative to the long axis of the aneurysm and iliac artery distal fixation sites 7.5-20mm in diameter. The complaint correspondence indicated that common iliac artery was aneurismal. It is unk if the physician is referring to the contralateral or ipsilateral iliac, or both. The severe angulation and aneurismal common iliac likely resulted in the reported endoleak. At this time there is no indication that a design or process induced failure of the device resulted in endoleak. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints.